Event description:
It was reported that pointer fell and broke during a procedure. A company rep received a minor cut as he tried to grab the device. There was minimal bleeding; a band aide was applied to the cut finger. No medical intervention was required.

Manufacturer narrative:
Additional info will be submitted if the device is received for eval.